Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The clinical/medical team concluded, no relevant clinical information has been provided to perform a thorough medical investigation. Therefore, we are unable to determine the root cause of the reported event nor can we determine patient¿s impact. Should additional relevant medical information be provided this complaint would be re-assessed. No further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that in (B)(6) of 2016 the patient had a surgery to place a rod and four nails into his femur. On (B)(6) 2020 the patient had surgery to remove the hardware implanted, but his surgeon was unable to remove the hardware and there is now a broken trigen nail stuck in his femur. The patient currently cannot walk due to some kind of complication to his femoral nerve. It is unknown when or if this will be resolved.